Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer administered a correction injection to address the bg. The customer re-loaded the cartridge to resolve the issue.